Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of eight manufacturer reports being submitted for this case. Please reference manufacturer report numbers: 2015691-2023-14968, 2015691-2023-14970, 2015691-2023-14971, 2015691-2023-14972, 2015691-2023-14973, 2015691-2023-14974 and 2015691-2023-14975 for details of the other events.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive; however, the event could be related to the mechanisms (such as gender) described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of eight manufacturer reports being submitted for this case. Reference for journal article: ogami t, ridgley j, serna-gallegos d, kliner de, toma c, sanon s, brown ja, yousef s, sultan I. Outcomes of surgical aortic valve replacement after transcatheter aortic valve implantation. Am j cardiol. 2022 nov 1;182:63-68. Doi: 10.1016/j.amjcard.2022.07.026. Epub 2022 sep 6. H3 other text : device not returned.

Event description:
As reported by the journal article "outcomes of surgical aortic valve replacement after transcatheter aortic valve implantation'', a retrospective review was performed with 2100 patients who underwent a transcatheter aortic valve replacement (tavr) procedure between 2013 and 2021. Of those 2,100 patients, a total of 11 patients were identified as having undergone a surgical aortic valve replacement procedure after the tavr procedure with a sapien 3 valve. This complaint is for an 83-year-old female who underwent a transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve. During the tavr procedure, an annular rupture occurred. The valve was explanted, and a surgical valve was implanted. The patient was noted to have passed away post tavr procedure. There was no allegation or indication a product malfunction contributed to this adverse event.